Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 05/03/2016 a medtronic representative performed an imaging system check-out, system inspection, mechanical and imaging modalities tests failed. In trouble-shooting, the imaging system was not booting up anymore, shows blue screen. Windows log-on stopped. Software reload tried - not successfully. Computer to be replaced. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. On 05/06/2016 a medtronic representative performed an imaging system check-out, all areas passed. Imaging system computer replaced. System performed as intended.

Event description:
A site representative reported that their imaging system would not start and would not stay in re-boot mode. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that a motherboard malfunction occurred resulting in a fatal blue screen error message appearing.